Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00766. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent placement of an unknown sling and removal of a mesh on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was also reported that the patient underwent concurrent procedures of urethropexy and cystoscopy during mesh implantation. This is one of two follow-up medwatches being submitted as two devices were involved in this event. See also follow-up medwatch 2210968-2013-00766. The same patient is represented in each follow-up medwatch.

Manufacturer narrative:
(B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00766. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to symptomatic cystocele and rectocele. The patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, shortened vagina, and vaginal scarring. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2006 to treat pelvic organ prolapse, stress urinary incontinence and an obturator sling was implanted. Outcome reported as pain, erosion, extrusion, infection urinary and bowel problems, recurrence, bleeding, dyspareunia, and other difficulty participating in everyday activities, shortened vagina, and emergency surgery due to blood clot, emotional distress, and colon problems from continuous use of antibiotics. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.